Event description:
It was reported that the device inserted to the patient by the doctor in the operating room was deflated after insertion. Subsequently, the device with which it was exchanged in the department by the doctor also had a cuff failure. No patient harm. A1: one patient, two product malfunctions. (B)(6) both represent the same patient.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown; no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Under visual inspection we noticed a tear in cuff. Functional testing found that it is not even possible to inflate the cuff as it leaks so badly. Due to fact that cuff leak was not observed prior use, because there are visible signs of use, it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. Root cause was attributed to failure to follow instructions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken.

Manufacturer narrative:
UDI related data quality updates only.